Event description:
A customer reported an issue with a cracked and shattered touchscreen on their insulin pump, which rendered it unresponsive and illegible. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump and advised the customer on using a backup insulin pump to ensure uninterrupted insulin delivery. The customer was also informed about the necessary steps for the replacement process, including programming their new pump, reconnecting their cgm, and returning the damaged pump to tandem to avoid charges.